Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pace impedances. The impedances were greater than 2000 ohms. The ra lead was explanted and replaced. During the revision, the lead was tested via a pacing system analyzer which confirmed the high impedances. Under fluoroscopy, there was no lead damage visible. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted there was an anomaly in the outer coil approximately 14 cm from the terminal end. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had two breaks near the 14 cm anomaly. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported observation of high out of range pace impedances was likely the result of the lead damage observed by the laboratory.